Event description:
It was reported that it was difficult to remove water from the foley catheter during pretest. The user tried to deflate balloon by spontaneous or gentle deflation by syringe. It was stated that the user tried to deflate using syringe for a minute and the balloon was deflated completely. Usually, balloon can be deflated within 20-40 seconds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The reported failure is within specification as the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation was concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed neither a risk review nor labeling review is required. The actual/suspected device was inspected.

Event description:
It was reported that it was difficult to remove water from the foley catheter during pretest. The user tried to deflate balloon by spontaneous or gentle deflation by syringe. It was stated that the user tried to deflate using syringe for a minute and the balloon was deflated completely. Usually, balloon can be deflated within 20-40 seconds.